Event description:
During a procedure, insulation from a permanent cautery hook instrument separated from the instrument. It was reported that the insulation was immediately retrieved from the patient. No portion of the permanent cautery hook instrument is believed to have been left in the patient. No patient harm, adverse outcome or injury was reported. A second permanent cautery hook instrument was used to complete the procedure. The case was completed with the da vinci system.